Event description:
The physician was attempting to place a dual lumen catheter when the guidewire became frayed and unraveled. The physician noted that the guidewire became hung up or otherwise would not advance. The procedure was abandoned and the catheter and guidewire were removed together. The pt did not experience any untoward effects.